Manufacturer narrative:
The reported events of low impedance, premature battery depletion and inability to capture were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information indicates that interrogation prior to surgery revealed loss of capture on the atrial lead and high capture threshold on the rv lead. The pacemaker was explanted and replaced, the leads were connected to the new generator and no lead issues were noted. The physician believes the pacemaker was the cause of the impedance and capture issues. The patient was discharged after the procedure.

Event description:
It was reported that the patient presented in clinic for follow-up. It was previously noted via remote transmission that the right ventricular (rv) lead and right atrial (ra) lead both exhibited low out-of-range pacing impedance. Programming changes were made, but the issue was not resolved upon interrogation, so the programming changes were reverted. It was suspected this was caused by the pacemaker. An electronics performance indicator (epi) alert was received by the clinician. No further intervention was performed. Patient condition was not reported.